Manufacturer narrative:
(B)(4)

Event description:
It was reported that an unspecified malfunction occurred. Date of event is an approximation. On (B)(6)2024, while reporting a pairing issue, the patient mentioned they had been hospitalized due to diabetic ketoacidosis. There was no mentioning that that was in any way related to the pairing issue, but the patient was unsure if the hospitalization was caused by a possible dexcom continuous glucose monitor (cgm) malfunction, or an insulin pump malfunction. After providing this information the call got disconnected. No further information was provided and multiple attempts to contact the patient for more information were unsuccessful. Data was evaluated and the allegation was confirmed. The probable cause was determined to be low counts aberration. No additional patient or event information is available.